Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer became unresponsive during the call. Paramedics were called to respond to customer. The customer's father found customer and was advised paramedics were on route. No further information provided at this time.